Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-03557. It was reported the lead migration also caused ineffective stimulation. The patient underwent surgical intervention wherein one of the leads were explanted and replaced. Effective stimulation resumed post-operative. It is unknown which lead was explanted and replaced. Therefore, both leads will be reported as explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has multiple scs systems. This report relates to the patient's cervical system. Device 2 of 2: reference MFR. Report#: 1627487-2017-03557. It was reported the patient's leads migrated. Subsequently, the patient will undergo surgical intervention at a future date to address the issue.